Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of abdominal pain lower ("cramp in lower abdomen") in a 38 year-old female patient who had essure inserted (lot no. A06678). Additional non-serious events are detailed below. The patient had a medical history of parity 2. No known adverse reactions to drugs. No relevant illnesses. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 72 days after essure insertion, she experienced abdominal discomfort ("abdominal pain (hypogastric discomfort)") and genital discomfort ("genital discomfort "). On (B)(6) 2014 she experienced malaise ("generalised malaise"). On (B)(6) 2014 she experienced dizziness ("dizziness"). On (B)(6) 2015 she experienced sciatica ("left lumbosciatica"). On (B)(6) 2015 she experienced asthenia ("recurrent asthenia"). On (B)(6) 2016 she experienced bartholin's cyst ("frequent bartholin's cyst"). On (B)(6) 2017 she experienced abdominal pain lower (seriousness criterion intervention required) and urinary tract infection ("recurrent urinary tract infections"). On (B)(6) 2020 she experienced ovarian failure ("ovarian insufficiency"), pelvic pain ("pelvic pain") and headache ("headaches"). The patient was treated with omeprazol 1 a pharma (omeprazole), fluoxetina accord (fluoxetine hydrochloride) and loratadina (loratadine) as well as surgery (laparoscopic bilateral salpingectomy). At the time of the report, the asthenia, urinary tract infection, ovarian failure, pelvic pain and headache were resolving. The outcomes for abdominal pain lower, abdominal discomfort, genital discomfort, malaise, dizziness, sciatica and bartholin's cyst were unknown. The reporter considered asthenia, headache, ovarian failure, pelvic pain and urinary tract infection to be related to essure administration. No causality assessment was received for essure with regard to abdominal discomfort, genital discomfort, malaise, dizziness, sciatica, bartholin's cyst or abdominal pain lower. The reporter commented: currently, and since the removal of essure, the patient has improved significantly. Her symptoms have almost disappeared completely. The patient still not in good health, receiving treatments and assessing the sequelae suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: it showed only an unspecified 3-mm nodule in the left lower lobe of the lung and a 7-mm haematic cyst. Everything else was within the normal parameters. [Ultrasound scan vagina] on (B)(6) 2013: uterus normal, thin endometrial cavity length, normal adnexa, no free fluid in pouch of douglas. [X-ray] on (B)(6) 2019: x-ray of the abdomen and pelvis at the healthcare centre. The results show possible remainders of the essure devices. Anatomical pathology: fallopian tubes without significant histological changes. Lot number: a06678. Manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-aug-2021: quality safety evaluation of ptc. 31-aug-2021: nca number added. 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered on reporter causality comment. 09-dec-2022: no new clinical significant information received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of abdominal pain lower ("cramp in lower abdomen") in a 38 year-old female patient who had essure inserted (lot no. A06678). Additional non-serious events are detailed below. The patient had a medical history of nausea, hyperglycaemia, chest heaviness, irregular periods and abdominal pain. No known adverse reactions to drugs. No relevant illnesses. The only concomitant product mentioned was fluoxetine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 72 days after essure insertion, she experienced abdominal discomfort ("abdominal pain (hypogastric discomfort)") and genital discomfort ("genital discomfort "). On (B)(6) 2014 she experienced general malaise ("generalised malaise"). On (B)(6) 2014 she experienced dizziness ("dizziness"). On (B)(6) 2015 she experienced sciatica ("left lumbosciatica"). On (B)(6) 2015 she experienced asthenia ("recurrent asthenia"). On (B)(6) 2016 she experienced bartholin's cyst ("frequent bartholin's cyst"). On (B)(6) 2017 she experienced abdominal pain lower (seriousness criterion intervention required) and urinary tract infection ("recurrent urinary tract infections"). On (B)(6) 2020 she experienced ovarian failure ("ovarian insufficiency"), pelvic pain ("pelvic pain") and headache ("headaches"). An unknown time later she experienced alopecia ("hair loss"), genital haemorrhage ("bleeding"), dysmenorrhoea ("menstrual pain"), hypersensitivity ("allergies all over the body"), back pain ("back pain"), fatigue ("tiredness"), blindness ("vision loss"), mood altered ("mood changes") and malaise ("malaise"). The patient was treated with omeprazol 1 a pharma (omeprazole), fluoxetina accord (fluoxetine hydrochloride), loratadina (loratadine), naproxen, sulpiride, bifonazole, metronidazole and levonorgestrel as well as surgery (laparoscopic bilateral salpingectomy). At the time of the report, the asthenia, urinary tract infection, ovarian failure, pelvic pain, headache, alopecia, genital haemorrhage, dysmenorrhoea, hypersensitivity, back pain, fatigue, blindness, mood altered and malaise were resolving. The outcomes for abdominal pain lower, abdominal discomfort, genital discomfort, malaise, dizziness, sciatica and bartholin's cyst were unknown. The reporter considered alopecia, asthenia, back pain, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, ovarian failure, pelvic pain and urinary tract infection to be related to essure administration. No causality assessment was received for essure with regard to abdominal discomfort, genital discomfort, general malaise, dizziness, sciatica, bartholin's cyst, abdominal pain lower, fatigue, blindness, mood altered or malaise. The reporter commented: currently, and since the removal of essure, the patient has improved significantly. Her symptoms have almost disappeared completely. The patient still not in good health, receiving treatments and assessing the sequelae suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: it showed only an unspecified 3-mm nodule in the left lower lobe of the lung and a 7-mm haematic cyst. Everything else was within the normal parameters [ultrasound scan vagina] on (B)(6) 2013: uterus normal, thin endometrial cavity length, normal adnexa, no free fluid in pouch of douglas [x-ray] on (B)(6) 2019: x-ray of the abdomen and pelvis at the healthcare centre. The results show possible remainders of the essure devices. Anatomical pathology: fallopian tubes without significant histological changes. Lot number: a06678, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2022: plaintiff fact sheet & medical record received. Reporter added. Events alopecia, genital bleeding, dysmenorrhea, hypersensitivity, back pain , fatigue, mood altered & malaise added. Historical condition, concomitant drugs added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('cramp in lower abdomen') in a 38-year-old female patient who had essure (batch no. A06678) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. No known adverse reactions to drugs. No relevant illnesses. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal discomfort ("abdominal pain (hypogastric discomfort)") and genital discomfort ("genital discomfort "), 2 months 12 days after insertion of essure. On (B)(6) 2014, the patient experienced malaise ("generalised malaise"). On (B)(6) 2014, the patient experienced dizziness ("dizziness"). On (B)(6) 2015, the patient experienced sciatica ("left lumbosciatica"). On (B)(6) 2015, the patient experienced asthenia ("recurrent asthenia"). On (B)(6) 2016, the patient experienced bartholin's cyst ("frequent bartholin's cyst"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criterion intervention required) and urinary tract infection ("recurrent urinary tract infections"). On (B)(6) 2020, the patient experienced ovarian failure ("ovarian insufficiency"), pelvic pain ("pelvic pain") and headache ("headaches"). The patient was treated with fluoxetine hydrochloride (fluoxetina accord), loratadine (loratadina), omeprazole (omeprazol 1 a pharma) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal discomfort, genital discomfort, malaise, dizziness, sciatica and bartholin's cyst outcome was unknown and the asthenia, urinary tract infection, ovarian failure, pelvic pain and headache was resolving. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, bartholin's cyst, dizziness, genital discomfort, malaise and sciatica with essure. The reporter considered asthenia, headache, ovarian failure, pelvic pain and urinary tract infection to be related to essure. The reporter commented: currently, and since the removal of essure, the patient has improved significantly. Her symptoms have almost disappeared completely. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: it showed only an unspecified 3-mm nodule in the left lower lobe of the lung and a 7-mm haematic cyst. Everything else was within the normal parameters. Ultrasound scan vagina - on (B)(6) 2013: uterus normal, thin endometrial cavity length, normal adnexa, no free fluid in pouch of douglas. X-ray - on (B)(6) 2019: x-ray of the abdomen and pelvis at the healthcare centre. The results show possible remainders of the essure devices. O anatomical pathology: fallopian tubes without significant histological changes. Lot number: a06678 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-aug-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('cramp in lower abdomen') in a (B)(6) year-old female patient who had essure (batch no. A06678) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. No known adverse reactions to drugs. No relevant illnesses. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain (hypogastric discomfort)") and genital discomfort ("genital discomfort "), 2 months 12 days after insertion of essure. On (B)(6) 2014, the patient experienced malaise ("generalised malaise"). On (B)(6) 2014, the patient experienced dizziness ("dizziness"). On (B)(6) 2015, the patient experienced sciatica ("left lumbosciatica"). On (B)(6) 2015, the patient experienced asthenia ("recurrent asthenia"). On (B)(6) 2016, the patient experienced bartholin's cyst ("frequent bartholin's cyst"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criterion intervention required) and urinary tract infection ("recurrent urinary tract infections"). On (B)(6) 2020, the patient experienced ovarian injury ("ovarian insufficiency"), pelvic pain ("pelvic pain") and headache ("headaches"). The patient was treated with fluoxetine hydrochloride (fluoxetina accord), loratadine (loratadina), omeprazole (omeprazol 1 a pharma) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal pain, genital discomfort, malaise, dizziness, sciatica and bartholin's cyst outcome was unknown and the asthenia, urinary tract infection, ovarian injury, pelvic pain and headache was resolving. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, bartholin's cyst, dizziness, genital discomfort, malaise and sciatica with essure. The reporter considered asthenia, headache, ovarian injury, pelvic pain and urinary tract infection to be related to essure. The reporter commented: currently, and since the removal of essure, the patient has improved significantly. Her symptoms have almost disappeared completely. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2020: it showed only an unspecified 3-mm nodule in the left lower lobe of the lung and a 7-mm haematic cyst. Everything else was within the normal parameters. Ultrasound scan vagina - on (B)(6) 2013: uterus normal, thin endometrial cavity length, normal adnexa, no free fluid in pouch of douglas. X-ray - on (B)(6) 2019: x-ray of the abdomen and pelvis at the healthcare centre. The results show possible remainders of the essure devices. O anatomical pathology: fallopian tubes without significant histological changes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.